Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer received information alleging a ventilator trilogy evo touchscreen was unable to be accessed. The device was not in patient use. The device was returned to the manufacturing service center for evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. There was no additional failure were observed. The manufacturer concludes that they could not confirm the customer's allegation. The device was scrapped. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was unable to be accessed. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.